Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to perform troubleshooting and no additional information regarding this event was provided. Customer reverted to manual injections for insulin therapy.